Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that reprogramming was completed.

Event description:
It was reported that approximately 5 weeks post implant of the cardiac resynchronization therapy defibrillator (crt-d) the device in appropriately withheld treatment for a ventricular tachycardia (vt) episode lasting over an hour due to the afib (atrial fibrillation)/flutter discriminator. It was noted that an external shock was delivered for the vt as the device classified the vt as an svt-af (supraventricular tachycardia-atrial fibrillation) episode. The electrophysiologist believed that the episode was both af and vt, while the device classified it as s-af. It was suspected that the inappropriate withholding of therapy was due to the wavelet and a f/flutter discriminators, with wavelet match scores noted to be greater than 70%. The crt-d remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 5076 lead implant date: on (B)(6) 2023; 6935m lead implant date: on (B)(6) 2023; 4798 lead implant date: on (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.